Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1801248 medical device expiration date: 12/31/2022 device manufacture date: 01/22/2018; medical device lot #: 1711266 medical device expiration date: 10/31/2022 device manufacture date: 11/24/2017; (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with the luer cracked/damaged. It was stated ¿the aseptic unit regularly used your bd plastipak luer lok syringes for manufacturing cytotoxic/chemotherapy items. Unfortunately, two batches of syringes, seem to have ¿unfinished¿ or extra plastic on the luer lok part of the syringe; where the needles are screwed onto the syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: one unused sample of 50ll lot 1711266, one used sample of 50ll lot 1801248, and four pictures have been received for investigation. Upon visual inspection of these two samples, the tip of the syringe from lot 1711266 is damaged, it is partially deformed as consequence of a hit. The used sample received from lot 1801248 has no defect on the tip. Upon visual inspection of the four syringes received, it can be observed 2 syringes of 50ll with damage on the tip. DHR of lot 1711266 and 1801248 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been caused because the tip resulted hit during transport or manufacturing process. Since no incidence has been found during manufacturing process the root cause of this damage cannot be determined. The areas where pieces are transported or run are protected to avoid damage on them. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Investigation conclusion: although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with hit/damage on the tip during manufacturing process.